Manufacturer narrative:
Patient ids and weights were not provided. No allegation that the navigation system caused or contributed to the csf leak or diabetes insipidus. No requests from the site/authors for service on this system were received related to these events. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No parts were replaced or returned. No allegation of malfunction.

Event description:
Medtronic clinical affairs medical writer reviewed the article on 09-jan-2017. The authors reported use of the stealthstation s7, and there are potential adverse events reported on page 996-997. The article is in chinese. Relevant information is summarized below. Authors: leng x, li x, jin d, yu j, han p title: (application of neuronavigation systems in transsphenoidal resection of sellar area tumors) journal of aerospace medicine (china) 2016 vol 27(8) pgs 996-997 article number: 2095 - 1434. 2016. 08. 032 patients: 28 patients; 11 male, 17 female, age range 22-78 yrs, average age 45.6 procedure: sellar area tumor resection device used: medtronic stealthstation s7. The postoperative complication results showed that there was no death or serious complication in 28 patients. The navigation error was 1.92 ± 2.55 mm. Postoperative csf leak in 1 patient, which was repaired. Transient diabetes insipidus in 2 patients. Complete resection of the tumor was achieved in 10 cases, subtotal resection in 19 cases, the majority of resection in 9 cases. Article concludes: neuronavigation system is of great value in the transsphenoidal surgery of transsphenoidal sinus tumor. Accurate surgical positioning, enhances the safety of surgery and can increase the tumor resection rate. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.